Event description:
It was reported that the cannula fully retracted during activation. The patient's blood glucose (bg) values reached 411 mg/dl. The pod was worn between 4 and 24 hours on the leg. For treatment, the patient changed out the pod and gave a manual injection of 10 units of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The cannula could not retract if the needle did not deploy. The data presented a prolonged series of timeouts and a drive stall. These caused the needle's inability to deploy by the end of the priming sequence. The ratchet gear retainer pins were observed to be dislodged. It could not be conclusively determined if the incorrect installation of these pins resulted in the observed drive stall and timeouts.